Manufacturer narrative:
The device was discarded. There were no cl-13 product samples, videos, or photographs returned for investigation. A DHR lot review was not conducted because there were no lot number(s) identified. A probable cause cannot be identified based on the information that has been provided.

Event description:
The event occurred in the infusion center and involved a chemolock bag spike with additive port that popped out the bag resulting in a spill of an antineoplastic agent. It was reported that the chemolock was kept in a chemo spill kit. No additional information was provided.